Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had low blood glucose due to his insulin pump is cracked and the back fell off the pump. Customer stated that due to the cracked problem the insulin pump gave him too much insulin causing the low blood glucose. Nothing further was reported.